Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 176 mg/dl. The customer was able to reload a cartridge successfully and indicated a correction bolus would be delivered via the insulin pump. In addition, it was confirmed that the customer had insulin pens and long acting insulin available as alternate insulin therapy.